Event description:
Event was reported to (B)(4) by an atty. The patient has suffered pain, dyspareunia, incontinence, emotional distress and the inability to urinate. No further info has been provided.